Event description:
On (B)(6) 2012 customer reported that upon performing e-cam maintenance, all five e-cam lines popped out on the cx5 delta instrument. Customer stated that approximately 5 ml of fluid leaked from each tube. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer with troubleshooting, via phone. Fse directed the customer to push some monofilament line, from the maintenance kit, through the sample probe and prime the system. Customer reseated the lines and they remained secured, which suggested an occlusion within the sample probe. Customer advised no further leaking was detected. This resolved the issue.

Manufacturer narrative:
(B)(4).